Manufacturer narrative:
This event is most likley associated with use error. The operator removed the prismaflex set prior to ending the treatment, clamping the lines and disconnecting the patient. This could only happen if the operator neglects the warnings on the prismaflex screen. Before the set is unloaded, a warning appears on the screen stating all lines must be clamped before unloading the set. The operator is then instructed to press the unload soft key to confirm that the patient is disconnected in order to proceed with the unloading of the set. This warning is also provided in the prismaflex operator¿s manual. There is no information to reasonably suggest that any gambro product caused or contributed to the reported event. The prismaflex control unit with sw 6.10 involved in this event does not have 510 (k) clearance but is similar to prismaflex control unit sw 5.10 (510(k) clearance k110823). There is no information indicating that the prismaflex control unit has been inspected by a gambro technician (or any other technician). The treatment data card files from the prismaflex control unit has not been provided.

Event description:
A patient undergoing a crrt treatment on a prismaflex control unit had a blood loss when the extracorporeal circuit was unloaded without ending treatment and clamping the blood lines. The patient was transfused with a unit of blood. Following the blood transfusion, the patient became hypotensive, went asystole and was successfully resuscitated. Two hours later, the patient experienced another cardiac arrest and expired.